Event description:
A pt in (B)(6) was undergoing a home dialysis treatment on a fresenius machine and a polyflux dialyzer (either a polyflux 170h or 210h). The pt had an estimated blood loss of 300-400 mls following an external blood leak from the connection between the dialyzer and the blood lines. The pt reportedly went to the hosp for a blood transfusion. No further data has been provided by the customer with regard to this event.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. The involved polyflux product type and the lot number is unk, therefore, gambro can neither perform a lot history record check nor a complaint history check.